Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 2.0 x 20 mm armada 14 xt referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion (cto) lesion in the heavily calcified, distal posterior tibial artery with a high torque (ht) command es guide wire and a 2.0 x 20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter. Reportedly, the ht command es guide wire was advanced to the lesion and crossed. The pta catheter was advanced to the lesion, met resistance with the (cto) lesion and would not cross. Following several unsuccessful attempts to cross the lesion. The decision was made to exchange the ht command guide wire with an unspecified guide wire for additional support. The ht command es guide wire was unable to be removed from the anatomy due to an apparent interaction with the pta catheter. Therefore, the ht command es guide wire and the pta catheter were removed from the anatomy as a unit. Guide wire access was lost and the procedure was stopped at that point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that due to the heavily calcified anatomy manipulation of the devices and/or interaction with the 2.0 x 20 mm armada 14 catheter resulted in the noted kinked guide wire core and the noted multiple wrinkled inner and outer member on the 2.0 x 20 mm armada 14 catheter; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.